Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the strike plate fractured the handle body at the weld. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to : fracture artifacts suggest the weld likely fractured due to tensile overload, possibly caused by repeated impacts to the proximal body surfaces. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle was defective. Attempts have been made and additional information on the reported event is unavailable.